Event description:
Procedure type: cholecystectomy. According to the reporter: the blue protection of the blade disengaged. The doctor had to open a new one. Nothing fell into the cavity. There was no injury to the patient.